Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) doesn't stop making sound every two minutes.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a routine control, the cardiosave intra-aortic balloon pump (iabp) doesn't stop making sound every two minutes. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, g2. Additional information: event site postal code: 37007. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had stated that the equipment was checked and it gave the message as "the cbia may require maintenance". Actually at first the relief valve test had been failed with 1045 mm hg. But after the further testing it had passed the test by giving as 805 mmhg. The rest of the tests were all correct. But this message kept appearing which is "it doesn't stop making sound" for every two minutes.